Event description:
While this pt was having his bladder stones removed under cystoscopic visualization, the meter cysto grasper jaw broke inside his bladder. Dates of use: (B)(6) 2017. Diagnosis or reason for use: removing bladder calculi from inside the bladder.